Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2012-05500, 05501. It was reported the pt (B)(6) underwent x-rays that revealed both extensions as being twisted. Both of the extensions were explanted and replaced. Attempt to gather additional info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
Evaluation: results: the returned extension was severely twisted and kinked with broken wires in numerous locations. The damage observed on the extension was consistent with the ipg being rotated in the pocket. This repetitive overstress eventually caused all the wires in the extension to break. All channels of the terminal segment of the extension passed continuity testing. This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.